Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The sample had bnp results of 23000 pg/ml and 260 pg/ml. The sample was repeated a third time and the result was 20000 pg/ml. Clarification on which result was the initial result was not provided.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer, replaced the sample probe, and performed adjustments. The service maintenance actions performed by the fse resolved the issue.